Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the lead was received with a proximal lead portion measuring 11.5 cm. Visual and electrical evaluation determined that continuity of the conductors was complete with the exception of the proximal conductor (ring electrode), which was fractured at 10 cm at the trifurcation (as measured from the pin in an intact lead). A cosmetic depression was noted on the surface of the outer insulation at the connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a fracture. The lead was partially removed with the rest capped and left inside the patient. A new lead was implanted. The patient later complained of soreness around the device pocket and was able to feel the abandoned lead. The lead was fully extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.